Event description:
During a cervical rhizotomy, the pt received a 3rd degree burn at the grounding site. The burn was the size of a dime which coincides with the size of the connection between the cable and the pad. The procedure was successful and the burn was addressed by the attending physician.